Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
A patient specific implant request form was received for the patient's distal femur/ proximal tibia replacements. "Failure of distal tibial cemented stem due to loosening." All components to be revised.